Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a balloon tear occurred. The 2.50x8mm taxus express2 drug eluting stent (des) was advanced to the mildly tortuous diagonal vessel proximal in the ostium. In the process of trying to get to the target lesion and dilate the stent, the balloon failed to inflate. It is believed that there was a hole or some type of tear in the balloon. The lesion was very difficult to cross and it was thought that a "calcium chunk" could have possibly lacerated the balloon when trying to cross. The taxus express2 des was successfully removed and another device was used to complete the procedure. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.